Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak located behind and to the side of the dialysis machine and patient chair. Blood was noted to be leaking from the arterial part of the dialyzer. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was greater than 300 ml. She was able to complete her treatment. The patient was treated with saline and was sent to the emergency room as a precaution. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.